Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 20. On 2024-02-29, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.